Manufacturer narrative:
No updated patient information received. Device is not being returned for evaluation. Based on the nature of the complaint, a review of the sterility records was conducted. The manufactured lots in question were sterilized per specifications. All process parameters were confirmed to be within specification. No abnormalities were reported with this product during manufacture. (B)(4).

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
An infection was reported after a rotator cuff repair operation. The patient had irrigation for treatment. The anchors remained inside the patient.